Manufacturer narrative:
(B)(4). Date sent: 06/06/2016. Batch # m5659p. The analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Unfortunately no further details were provided to the sales force.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the stapler blocked. It was impossible to open the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.